Event description:
On (B)(6), I viewed an ad on facebook for an otc hearing aid that had purported to have superior qualities such as background noise cancellation and human voice clarity features along with rechargeable batteries. The hearing aid was inexpensive because, they claimed, there were no middlemen and the space age technology microchips that gave such superior performance had already been developed. I ordered the hearing aid for (B)(6) and the cleaning kit for (B)(6) and paid with my credit card. The box arrived on (B)(6). Unfortunately, this was not a hearing aid but rather a volume amplifier. Even though I read and followed the directions, I couldn't get it near my ear because of the loud, high-pitched squealing that temporarily decreased my hearing in my right ear! I tried to insert the aid many times, even resorting to the instructions under "trouble shooting". Reducing the volume to zero as suggested did nothing to decrease the deafening squealing. I called their customer service number several times over 2 weekdays and the phone rang and rang. No one answered. I began to smell a rat! I looked up nebroo scams on the internet and found many buyers with a similar problem. There was no return info in my package. The nebroo web site (offer.nebroo.com) instructed me to return the product to canada at my expense. It's almost impossible for a person to get a hearing aid through canadian customs in the given time frame of 120 days from your order, even when you are willing to pay the duty on the aid. The package did not originate in canada but from california. I cannot even verify the canadian return address obtained from the web site because no one answers nebroo's phone. Clearly, this is a scam. The product is not an hearing aid but an amplifier (and a poor one at that). That is all but impossible to return. I called my credit card company and disputed the charge. They may or may not support me because I did receive the product. Old vulnerable folks like myself should be protected from this company. Nebroo doing bus. As ga trading.